Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was seen in-clinic for a routine follow-up. The sensing was switched from "fixed" to "automatic gain control" at the nominal setting. The patient then proceeded to collapse in the waiting room. It was believed that this was due to ventricular oversensing of potential atrial signals. This patient was pacemaker dependent. The patient was taken back into the clinic and the device was re-programmed to nominal settings. The patient recovered in the waiting area for approximately one hour and then was allowed to go home as no further issues were experienced. Boston scientific technical services (ts) reviewed a single surface electrocardiogram that was submitted. The patient was in sinus tachycardia with atrial tracking, for an unknown reason, the device did not deliver ventricular pace following atrial p-waves. This results in a pause about 1.8 seconds then the device returned to atrial tracking. It is unknown why the patient was hooked up to an external electrocardiogram. The internal electrogram has been request; however, has not been made available. At this time, no further patient complications have been reported and the reprogramming has mitigated the issue for this patient.